Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an ostial left anterior descending artery (lad) and an ostial left circumflex artery (lcx). Two antegrade treatments and one retrograde treatment was performed from lad to lm on low speed for 20 to 25 seconds. Flow was checked between each treatment. Suddenly, the patient hemodynamics changed and the patient's blood pressure dropped. Angiographic imaging showed slow flow. After some time, flow was restored but the blood pressure did not recover. Continuous cardiopulmonary resuscitation (CPR) was performed with injectable medications administered. The patient was intubated, but did not recover and expired. There were no perforations or dissections noticed on angiographic imaging. In the physician's opinion, orbital atherectomy did not cause or contribute to the patient's death. Prior to orbital atherectomy, the patient had above normal hemodynamics. In the physician's opinion, severe calcific aortic stenosis and compromised lung function led to the patient's death.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported low blood pressure, obstruction, death, medication required and unexpected medical intervention appear to be related to operational context. In this case it is possible that the reported low blood pressure, obstruction, death, medication required and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: h6 (codes 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat an ostial left anterior descending artery (lad) and an ostial left circumflex artery (lcx). Two antegrade treatments and one retrograde treatment was performed from lad to lm on low speed for 20 to 25 seconds. Flow was checked between each treatment. Suddenly, the patient hemodynamics changed and the patient's blood pressure dropped. Angiographic imaging showed slow flow. After some time, flow was restored but the blood pressure did not recover. Continuous cardiopulmonary resuscitation (CPR) was performed with injectable medications administered. The patient was intubated, but did not recover and expired. There were no perforations or dissections noticed on angiographic imaging. In the physician's opinion, orbital atherectomy did not cause or contribute to the patient's death. Prior to orbital atherectomy, the patient had above normal hemodynamics. In the physician's opinion, severe calcific aortic stenosis and compromised lung function led to the patient's death.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.